Manufacturer narrative:
(B)(4). The product was sent by the ophthalmologist to a laboratory for analysis prior to returning the device to the manufacturer for evaluation. The actual opened product was returned for evaluation without the secondary carton or primary package. Visual inspection noted surface damage to the lens. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was reported by an ophthalmologist that the pt experienced a corneal ulcer on (B)(6) 2012 in his right eye associated with contact lens wear. The pt inserted a new pair of contact lenses and immediately felt discomfort/pain in his right eye. He was examined the same day by the ophthalmologist who diagnosed a corneal ulcer in his right eye. The pt was prescribed treatment with homatropine, genac, and azyter. The pt was scheduled for a follow-up examination the following day. During an examination on (B)(6) 2012, the treating ophthalmologist observed that the ulcer has disappeared. The pt was scheduled for an additional follow-up examination in one month. Additional information received from the treating ophthalmologist on (B)(6) 2012 stated that the corneal ulcer was located central cornea (within the visual axis) with no anterior chamber reaction and rapid resolution. The ophthalmologist further reported that the pt was additionally prescribed treatment with rifa a (ointment). No further relevant information has been received to date.